Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that his infusion device was displaying "77" on the screen. The pt stated that he was aware of the power pack recall but that power pack had been in use "for quite some time". The pt was also aware that the power packs had been corrected. The patient was advised to insert a new power pack. The pt did not want to further discuss the issue. The pt did not report any effects on his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.